Event description:
Initial implant in 1988. She developed numbness in the hands and fatigue. In may significant contracture on right side (class iii) no contracture on the left. Total capsulectomy is necessary. Possible reaction to the silicone.